Event description:
A caller reported that the tandem mobi mobile app delivered a bolus without user confirmation, which led the customer's blood glucose level to drop to 52 mg/dl. A pump log review was performed, and it was found that the customer was overriding the suggested bolus and increasing the amount to deliver leading to the decreased bg. The customer managed the low blood glucose level by consuming carbohydrates.